Event description:
It was reported while using the cool path catheter during an ablation procedure; the catheter could not be removed from the introducer. The catheter was positioned anterograde through the aorta. After 12 radio frequency ablations, x-ray images displayed a kink at the distal end of the catheter. The physician attempted to remove the catheter through the non-sjm 7f introducer; however, the bent area of the catheter was unable to pass through the distal end of the introducer. The physician was unable to bend or straighten the tip of the catheter. The physician removed the cool path catheter and introducer together. Once outside the pt, the catheter was removed from the introducer and the introducer was reinserted into the pt. The procedure was successfully completed with a non-sjm ablation catheter. There were no adverse consequences to the pt.

Manufacturer narrative:
A cool path 7f catheter was received for evaluation. Visual inspection revealed a kink 2.6cm from the distal tip. Functional testing revealed the catheter created a curve when deflected that did not match the required template due to the kink on the catheter shaft. The catheter was dissected at the kinked area revealing bent flat and activation wires. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non-conforming material reports as well. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.